Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Physician reported rupture, "baker IV grade capsulation" and "heavy capsulation, signs of gel migration (bleeding)". Physician additionally reported during postoperative opening the capsula, the implant was deformed, no visible macroscopical rupture was found, but there was thin layer of silicone on the implant surface (bleeding). Also on the microscopical investigation particles of silicone were found inside the capsula. This relates to the right side. The device has been explanted.

Event description:
Physician reported rupture, "baker IV grade capsulation" and "heavy capsulation, signs of gel migration (bleeding)". This relates to the right side. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, deformation, air voids between shell and gel, white calcification(30%) in shell, weight within specification. Microscopic analysis identified: partial delamination of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. The deformation condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. No openings found.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported rupture, "baker IV grade capsulation" and "heavy capsulation, signs of gel migration (bleeding)". This relates to the right side. The device has been explanted.